Event description:
As reported, the patient had an initial left tka on (B)(6) 2014. The patient was revised on (B)(6) 2023 and the poly was swapped out for a truliant psc size 5, 9mm poly; reason unknown. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: pending investigation. D10: 2700327 rb 201-78-25 - small headed sharp pin, 1 1/8" 4 pack 2996543 02-010-01-0250 - logic femoral ps cem left sz 5. 3571211 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t 3602298 200-02-38 - three peg patella 38mm. 3609254 201-46-10 - holding pin headless 3" (4 pk). 3649688 201-78-82 - collar fixation pin 2pk 40mm, quick release 3649690 201-78-82 - collar fixation pin 2pk 40mm, quick release. H7: z-0021-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.